Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of degenerative disc disease. It was reported that the patient's scs has not worked in several years. No symptoms were reported. No further complications were reported or anticipated.